Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, heart blocks, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities; are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). Peri or post procedural arrhythmias are common in patients with underlying cardiovascular disease. They can be exacerbated with standard peri-or post-operative medications, anesthesia, or instrumentation of the heart. In this case, the exact cause for the reported event cannot be confirmed, however, in addition to the procedure itself, the patient's underlying co-morbidities including pre-existing chronic atrial fibrillation, could have caused or contributed to the event. Furthermore there was no evidence of valve dysfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As notified via the patient's medical records, post tavr procedure the patient's recovery was complicated by tachy-brady syndrome and subsequently the patient underwent a pacemaker implant 20 days post tavr procedure.